Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent (turbid), abdominal pain and discomfort. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. Treatment was not reported. It was reported that the patient recovered from the event. Pd therapy was ongoing. No additional information is available.